Manufacturer narrative:
(B)(4).

Event description:
It was reported that the catheter became stuck on a non-bsc guidewire. A 2.4mm jetstream® cc atherectomy catheter over a non-bsc guidewire was selected for an atherectomy procedure in the superficial femoral artery (sfa). After completion of the case, upon withdrawing the device from the body, the catheter became lodged or stuck on the wire. Everything had to be removed together. The procedure was completed with this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Additional information: age at time of event, age at time of event (unit). Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual inspection of the device revealed that the guidewire was stuck in the device. Visual and tactile analysis noted no irregularities on the shaft of the device. The inner shaft could not be inspected for size due to the guidewire being stuck inside the catheter. Dissection of the catheter tip and the catheter shaft revealed that the teflon on the guide wire had scrapped off during the procedure and occluded the guidewire bushing causing the guidewire to stick inside. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause has been determined to be use/user error. This root cause is assigned when the device was used contrary to instructions in the dfu. Use of any non-compatible guidewire may compromise performance or damage the jetstream system. (B)(4).

Event description:
It was reported that the catheter became stuck on a non-bsc guidewire. A 2.4mm jetstream® cc atherectomy catheter over a non-bsc guidewire was selected for an atherectomy procedure in the superficial femoral artery (sfa). After completion of the case, upon withdrawing the device from the body, the catheter became lodged or stuck on the wire. Everything had to be removed together. The procedure was completed with this device. No patient complications were reported and the patient¿s status was fine.